Event description:
It was reported that during follow-up in clinic, high out of range, high voltage lead impedance was observed on the left ventricular lead. No other electrical anomalies were found. Subsequently the physician performed a tug test confirming that there were no loose connections. The lead was capped and replaced on (B)(6) 2017. The new lead was attached to the chronic ICD and tested normal impedance values. A dft test was performed and the hv impedance from therapy delivery was normal. The patient was asymptomatic before, during and after the procedure. There was no adverse event to the patient during the lead revision procedure.

Manufacturer narrative:
First notification date is (B)(6) 2017.